Event description:
This 3-yr-old female in-pt at the hosp. A new trach was placed on 6/21/95. On 6/23/95, the pt's mother was attempting to suction pt and the suctioning catheter became cut and severed. It is believed that the suction catheter was an 8 fr. There was no injury to the pt. The pt's mother brought the trach and swivel back to the hosp on 7/13/95. Upon inspection, it was noted that within the "elbow" of the swivel there is a lip that appears to be very rough and upon attempting to pass the catheter, it gets caught on this lip.